Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ¿unstability¿ and there was no drainage of cerebrospinal fluid. The surgeon observed partial obstruction of the proximal catheter. The catheter was replaced and there was no injury to the patient. The patient's medical history included pontocerebelous tumor (epidermoide) recidive.